Event description:
Implant placed 6/96, site# 25. It was removed 9/15/96. Pt did not follow instructions to wear a soft liner on existing denture. Dr feels it was prematurely loaded. One person affected.